Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-01065. It was reported that patient was experiencing shocking stimulation at pocket. When the system was interrogated, diagnostics indicated high impedances on both lead and unable to be programmed for effective therapy. As such patient is expecting revision to address the issue at a later time.

Event description:
Additional information received indicated surgical intervention took place wherein both leads were explanted and replaced with a paddle lead. Post procedure effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.